Event description:
It was reported that the spindle cap of the superion indirect decompression spacer came off during the final turn of the driver during deployment. It was noted that the physician employed extensive sagittal wiggle. All broken pieces of the spacer were removed from the patient, and the procedure was successfully completed with another of the same device. The device was disposed of by the facility and was not returned for physical analysis.